Event description:
It was reported that a physician attempted arteriotomy closure of the common femoral artery using a starclose se device after an unspecified procedure. Reportedly, step 3 (advancement of the thumb advancer and sheath splitting) was not possible. The clip was not fired. The device was unable to be retrieved and the safety release button was depressed. Hemostasis was achieved using manual arterial compression. There were no adverse patient effects. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: the facility reporter indicated the index procedure occurred -during last month- from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as estimated date. The customer reported the device was discarded, without the product to examine, no determination can be made as to the cause of the reported discrepancy. Resistance encountered during thumb advancer deployment may be due to numerous factors, which include but are not limited to: manufacturing, radial force constriction on the sheath which may cause the sheath to elongate due to tight tissue tract or anatomical conditions. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4). A review of the device history record did not reveal any non-conforming material records associated to this lot. A query of the complaint handling database was performed. There does not appear to be any indication of a product quality deficiency.